Manufacturer narrative:
(B)(6). This report is being filed on an international product, list number 6c37 that has a similar product distributed in the us, list number 1l79. (B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a (B)(6) result for one patient while using the architect (B)(6) assay. Prior to testing using the abbott assay the specimen was (B)(6) using the siemens pep method: 0.527 (cut-off 0.335), second measurement 0.374 (cut-off 0.333) and on vitros. The architect (B)(6) assay generated an initial result of 0.25 s/co ((B)(6)) and a retest result of 0.24 ((B)(6)). The specimen was also tested using pcr and a confirmatory test ((B)(6)) both which were (B)(6). The senior physician reported the result as (B)(6). No adverse impact to patient management has been reported.

Manufacturer narrative:
Added information in (female). Evaluation: further investigation of the customer issue included a review of the complaint text, in-house testing, a batch record review, a search for similar complaints, and a review of labeling. A (B)(6) testing protocol was executed using lot 29139li00; testing met the acceptance criteria and determined the reagent is performing acceptably. No issues were identified which would indicate a product deficiency from the batch record review. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency and no malfunction of the architect (B)(6) reagent list number (B)(6), lot number 29139li00, was identified.

Event description:
Additional information was received from the customer on (B)(6) 2013: additional testing which was completed support that the patient is (B)(6): in vitro results: 1.68 (cut-off 1.0), retest 1.77.

Manufacturer narrative:
On 08/30/2013 the product lot number (29139li00) was provided. Evaluation: further investigation of the customer issue included a review of the complaint text, in-house testing, a batch record review, a search for similar complaints, and a review of labeling. A sensitivity testing protocol was executed using lot 29139li00; testing met the acceptance criteria and determined the reagent is performing acceptably. No issues were identified which would indicate a product deficiency from the batch record review. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency and no malfunction of the architect anti-(B)(4) reagent list number 06c37, lot number 29139li00, was identified.